Manufacturer narrative:
Upon receipt at our post market quality assurance visual observations confirmed that only the proximal segment only returned. The conductor coils were found to be deformed at 191 mm from the terminal pin, likely due to the suture sleeve tie down.there was a cut in the polyurethane at 191 mm from the terminal pin, also likely due to the suture sleeve tie down. The lead conductor coils were stretched from 346, 560 mm from the terminal pin. The anode wire is protruding through the insulation at 504 mm from the terminal pin. The lead was found to be severed. Electrically, lead was found to be with in specification.

Event description:
Boston scientific crm received information that this right ventricular lead exhibited noise. The physician elected to explant it, and during the explant procedure, a portion of the distal tip broke off and remains in the patient. The decision was

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.

Event description:
Boston scientific crm received information that this right ventricular lead exhibited noise. The physician elected to explant it, and during the explant procedure, a portion of the distal tip broke off and remains in the patient. The decision was made at that time to explant and replace the device to avoid a future surgery. Both the lead and the device were successfully replaced. To date, there have been no adverse patient effects reported.